Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has lost stimulation due to their ipg no longer being able to hold a charge. As a result, the patient plans to undergo surgical intervention.

Event description:
The ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.